Event description:
It was reported that a remote transmission noted an occasional ventricular skipped beat which may have been due to the managed ventricular pacing (mvp) mode. There was only one skipped beat at a time with a longer atrio-ventricular delay prior to the skipped beat. There was also potential atrial lead oversensing observed on the stored electrogram strips. The device and atrial lead remain in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Product ID addrl1 implantable pulse generator (ipg) implanted: 2013 (B)(6). (B)(4).